Manufacturer narrative:
One anchor, consistent with that used in the 6f angio-seal sts plus device, was visually inspected. No other components were returned. The anchor was deformed, consistent with the application of tensile and/or compressive forces and exposure to heal and/or moisture. The anchor through-hole was intact. No other contributing anomalies were noted. Based on the information received, the cause for the reported event could not be conclusively determined. Review of the device history record confirmed these three lots (2012527, 2020962, and 2021642) met manufacturing requirements prior to shipment. The manufacturing and expiration dates are as follows: 2012527 manufacturing date, 04-2007, use by date, 04-2008. 2020962 manufacturing date, 05-2007, use by date, 05-2008. 2021642 manufacturing date, 05-2007, use by date, 05-2008.

Event description:
It was reported following a percutaneous procedure, an 8f angio seal sts plus was deployed and hemostasis was achieved. The patient remained on bedrest for 2 hours. Three hours after the procedure a hematoma developed. An ultrasound was performed and confirmed the hematoma was not a pseudoaneurysm. Manual compression was applied for 1 hour and the patient received 2 units of blood. Hemostasis was achieved. The next day, the patient began rehab consisting of knee bending; however, the patient could not move his/her legs. Two days after the initial procedure, rebleeding occurred and was discovered after the patient's leg was found to be swollen. The patient went into shock, the patient underwent emergency surgery, where the puncture site was incised and a pseudoaneurysm was present. The bend anchor was found within the pseudoaneurysm; both the anchor and the collagen were not on the suture. The collagen was stuck on the vessel wall. The patient received 4 units of blood. The physician suspected over tamping occurred as firm tension was applied to fully expose the compaction marker followed by strong pressure on the suture knot with the tamp tube. Allegedly, this technique caused anchor deformation and collagen breakage. The physician further alleged that because of the anchor deformation, the anchor popped out of the vessel into the pseudoaneurysm and hemostasis was not maintained. The device was from one of these 3 lots 2012527, 2020962, and 2021642.